Manufacturer narrative:
The device was received for evaluation with an amia patient adapter attached and twist clamp in closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand with no issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was ¿unable to disconnect the minicap transfer set from the machine and ended up cutting the patient line¿. This was identified during use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.